Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no products were returned. Clinician review: no patient medical records were available for review. Product history review: a review of the product history review indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: it was reported that patient's right hip implants failed and he tried to stand up and immediately felt excruciating pain and fell. The event was not confirmed. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called and stated that he had a right hip replacement on (B)(6) 2010. Patient stated that on (B)(6) 2017 that his hip implant failed. Patient went to stand up and immediately felt excruciating pain and fell. He had loss of work and is inquiring about compensation. Update as per medical review: "the report notes, "indications right tha ... Seven years ago ... Functioning well with no significant pain or problems until a week ago when got up from a chair and felt something give ... X-rays ... Failure head/stem taper junction ... Upon entering the joint ... Abundant amount of black stained fluid consistent with metal debris reaction ... Femoral head disassociated ..."

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed through medical review. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant concluded: "on (B)(6) 2017 the patient was admitted for a right hip revision. On that day a right total hip arthroplasty revision, femoral component and acetabular liner, was performed for a pre- and post-operative diagnosis of'' mechanical complication ... Internal joint prosthesis ". The operative report describes spinal anesthesia and use of the previous lateral hardinge approach. The report notes, "indications ... Right tha ... Seven years ago functioning well with no significant pain or problems until a week ago when got up from a chair and felt something give x-rays failure head/stem taper junction upon entering the joint abundant amount of black stained fluid consistent with metal debris reaction femoral head disassociated ... Acetabular liner damaged ... Removed shell good position and well-fixed . "On (B)(6) 2017 a surgery pathology report, part a, is noted to be "metallic debris from hip capsule" and is described as "dark brown to black fragments consisting of a 3.5 x 2.9 x 1.0-centimeter block, which was submitted for block histology. Part b was noted to be ''right total hip implants" and was noted to be ''retained in pathology for 30 days". No examination of the explanted components and no histopathology report is available for review. An uncomplicated hospitalization was described and there was no follow-up available after discharge on (B)(6) 2017. No x-rays are available for review and there is no examination of the explanted components or histopathology of the soft tissue specimen from the revision surgery. Based upon the information available for review, no determination can be made regarding the cause of the clinical event occurring seven years and nine months status­ post right total hip arthroplasty requiring revision surgery." Product history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the event was confirmed however the root cause could not be determined. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called and stated that he had a right hip replacement on (B)(6) 2010. Patient stated that on (B)(6) 2017 that his hip implant failed. Patient went to stand up and immediately felt excruciating pain and fell. He had loss of work and is inquiring about compensation. Update as per medical review: "the report notes, "indications right tha seven years ago functioning well with no significant pain or problems until a week ago when got up from a chair and felt something give x-rays failure head/stem taper junction upon entering the joint abundant amount of black stained fluid consistent with metal debris reaction femoral head disassociated .